Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was not confirmed. However, the stent was damaged and the distal portion of the stent implant was stretched distally beyond the distal tip of the stent delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the physician noted that the stent of the 3.5x23 mm xience alpine stent delivery system was not properly fixed loose on the balloon. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.